Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was seen on the atrial channel. The atrial lead measurements were stable and in-range. The patient was not pacemaker dependent and was asymptomatic. The noise could not be reproduced in the clinic. The device and lead will continue to be monitored.